Event description:
No additional information received from the customer.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 12/29/2025.

Manufacturer narrative:
This supplemental report is to inform correction in sections b5 of the initial report submitted. Corrected field: b5.

Event description:
B5 correction of the initial report, eliminating unintended additional text: it was observed that during the device evaluation, the gastrointestinal videoscope exhibited a b30 scope communication error. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the scope connector has moisture damage. The most probable cause of the reported issue is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a b30 scope communication error. There was no patient involvement. This inquiry ((B)(4)) was cloned 1 time due to the involvement of multiple devices. The related cloned inquiries are already created on gchs. Auj/10-apr-2025.